Manufacturer narrative:
Exact date unknown, event occurred after a cervical fusion in (B)(6) 2020.

Event description:
It was reported that the patients ipg would no longer charge and communicate with the remote control after a non-device related procedure. The physician believes that electrocautery likely damaged the ipg. The patient underwent a replacement procedure and was doing well post-operatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.